Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted for an unknown product performance issue. Attempts have been made to determine why the lead was explanted and have been unsuccessful. To date, no additional adverse patient effects have been reported.